Event description:
Ous MDR - last unremarkable checkup on (B)(6) 2010 - pacing threshold 0.5 v/0.4 ms, impedance 869 ohm, sensing 26 mv. On (B)(6) 2011, sudden increase to 2.2 volt, impedance 3.2 kohm, sensing 28mv. This is all of the info that was provided to us. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the existing production documents. The mfg process for this device was tested. The production documents did not show any anomalies that could be related to the complain. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error. Possible malfunction with no known intervention.